Event description:
Caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and assisted the caller through the reset process. After the reset, the cgm error code did not reappear, and the caller successfully commenced their sensor session.